Event description:
It was observed during the device inspection, that the scope exhibited burns on the distal end cover and foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. Additionally, it was confirmed foreign material was in the nozzle, but the type of material could not be identified. The root cause for the reported events was not determined. Olympus will continue to monitor field performance for this device.